Event description:
Sorin group received a report that during a procedure, when the s3 double head pump was stopped, the pump creeped. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, when the s3 double head pump was stopped, the pump creeped. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to evaluate the issue. The service representative ran the pump and confirmed the reported issue. The representative replaced a circuit board in the pump. The circuit board was returned to sorin group for evaluation. The investigation is on-going. A follow up report will be sent when the investigation is complete.